Event description:
Memory ring had snapped about a year after implant and was causing consideable pain tothe patient. Surgery carried out to explore where pain was coming from- and surrgeon found that the memory ring had snapped and a sharp edge was pointing upwards into the tissue abouve the mesh. The surgeon removed the broken part of the memory ring leaving therest nad the mesh in tact. Surgeon commented that if the sharp edged had been pointing downwards it would have likely proforated the bowel with possible fatal consequences.